Event description:
Pt was started on this dialyzer for the first time. Immediately into treatment pt complained of dizziness, light headedness and blurred vision. Bp was low. Blood returned with extra saline. Treatment was restarted on f-80 dialyzer. Pt also complained of chest pain.